Event description:
It was reported that during a da vinci s myomectomy procedure, the site smelled something burning and observed the monopolar curved scissors tip cover accessory to be burned. The site replaced the tip cover accessory to successfully complete the procedure with no harm to the patient.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed arcing damage near the location of the distal clevis on the instrument. The damage area is approximately 0.05 in circumference. No other damage found.